Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: further investigation determined that the device passed the pre-repair diagnostic assessment and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional concomitant medical products: motor, console, cable, handswitch, attachment and cutter devices. Reporter's complete address were not provided. (B)(6). The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 5 of 6 of the same event. It was reported from (B)(4) that during an unspecified maxillofacial surgical procedure, it was observed that the electric pen drive (epd) device was connected by cable device to the console device prior to use. According to the reporter, the pen drive device became so hot that it burned a hole through his sterile robe and scrubs. The surgeon and patient were not hurt in any way, however, the surgeon did have to get scrubbed again. It was also observed that the reciprocating saw attachment device was not working properly, seeming to get stuck when using a rasp device and reciprocating saw blade device. The company representative tried to run the epd set but could not replicate the problem. The user tried running the attachment device without any cutter while connected to the pen drive and it continued to spin even though the device was completely disconnected. It continued spinning and making a whirring sound for at least thirty seconds. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.